Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential failure mode could be ¿device is difficult to remove,¿ and a potential root cause for this failure could be "adhesive is too strong." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Open package at perforation. To remove plastic insert, squeeze catheter at the top of the white cone and pull to release. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin."

Event description:
It was reported that the adhesive was too strong, which caused the patient to spend 30 minutes trying to soak it off in the shower. No medical intervention was required.